Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 23 mmol/l and insulin pump had multiple pump error and failed battery alarms. The customer did not provide any symptoms regarding high blood glucose. The customer was treated for the high blood glucose with bolus. The insulin pump was not returned for analysis.